Manufacturer narrative:
B3: date of event: requested, unknown. D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: staff rn. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was submerged in water and the port where the syringe hooks up was clearly leaking air. It was noted by a steady stream of bubbles; a new tr band was then opened. There was no blood loss and no harm to the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) could not be performed as the lot number for the device was not provided. No action is recommended since this risk evaluation is within the predetermined limits.